Manufacturer narrative:
The device was not returned and could not be evaluated. It was not retained by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the customer advises recently it has been difficult to identify the intra-aortic balloon (iab) catheter markers when performing their chest x-rays. The event date is unknown. There was no harm or injury to the patient.